Event description:
A report was received that the patient had developed an infection at the lead site. Symptom included pus at the incision site. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and cream for the incision site.